Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion and the excessive no delivery tests due to a33 alarm. No keypad or motor anomaly noted. However, the insulin pump passed a21 test and self test, displacement test and all operating current test were normal. No unexpected low battery or off no power alarm noted. The insulin pump had minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 293 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.